Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to have tampon removed- vagina [foreign body in reproductive tract]. String ridiculous [device physical property issue]. Strings ridiculous...had to go to emergency room to have tampon removed [complication of device removal]. Case narrative: consumer reported via e-mail that she had to go to the e.r. To have tampon removed due to tampon strings. No serious injury reported.